Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2013; 429678 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and right-sided diaphragmatic stimulation with atrial pacing. There was no capture at the highest output, no sensing at the most sensitive setting, and atrial lead dislodgement was confirmed on x-ray. The lead was programmed off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.